Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
It was reported that an incorrect infusion occurred.

Manufacturer narrative:
Correction: disregard file- it is a duplicate to manufacturer report number: 2016493-2019-00762

Event description:
It was reported that an incorrect infusion occurred.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that an incorrect infusion occurred.